Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the complaint was related to a service of the device within the view period. The event history log review identified a record of high-pressure alarms. Functional tests were performed, and the reported problem could not be duplicated. The device¿s accuracy was within specification and therefore the root cause of the problem could not be determined. As a result, all functional tests will be performed.

Event description:
It was reported that the device gave an underdose. The event occurred during infusion. There was patient involvement, and no patient harmed reported.